Event description:
A (B)(6) female patient called zoll customer support to report that her battery pack was not holding a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a test monitor. The cause for the battery failure was isolated to low output voltage of the battery cells. The root cause for the low battery output voltage could not be positively identified. No adverse event resulted from defective battery pack. The patient received a replacement battery pack.